Manufacturer narrative:
Initial emdr is being re-submitted per request of FDA on 30-apr-2021. Device manufacture date: 24-sep-2015. Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on 04-feb-2016. On 12-feb-2016, the following new information was received and correction was identified: corrected data: device manufacture date updated. It has been confirmed that the product associated with this batch was made according to specification. No previous investigations are available. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. Complaint sample not returned. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on 25-feb-2016. (B)(4).

Event description:
The end user reported that he was having difficulty removing his appliance as it was sticking too much. Prior to this reported complaint, the end user travelled on an airplane to a warm location while carrying the appliance in his bag.